Manufacturer narrative:
Device received with all operating currents within specific and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08735 inches. No excessive no delivery alarms noted. Device received with minor scratched display window and case. Device received with stained end cap sticker and back address serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on an unknown date for three days with blood glucose level 580 mg/dl. The customer¿s current blood glucose level was 278 mg/dl. The customer stated that the symptoms related to high blood glucose such as nausea, vomiting and light headache. The customer was treated with insulin drip, bolus and manual injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The drive support cap appears to be normal. Customer did not alleging pump was under delivering. The insulin pump will be returned for analysis.